Manufacturer narrative:
Manufactured march 2012. The affected balloon revealed a longitudinal tear in distal direction; 24 mm in length starting about. At the level of the proximal balloon marker. At the end of the tear the balloon is transversal fractured. A small piece of the balloon surface is missing. Root cause could not be determined. DHR review showed no deviation in material or manufacturing process.

Event description:
Ous MDR - the balloon was placed in the severely calcified lesion of the left anterior tibial artery. When applying 6 bar there was no filling of the balloon with contrast medium. After withdrawing the balloon a rupture was observed.